Event description:
It was reported the intraocular lens was removed and replaced without complication, due to the patient's intolerance of the halos she was experiencing.

Manufacturer narrative:
The lens was discarded by the end user and not returned for analysis. Halos and glare are a known and labeled possible side effect of multifocal lens implantation. Iol met all manufacturing specifications prior to release. Device discarded by end user.